Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) investigated the system onsite and found that the system failed to acquire images. Review of the system log file showed the image processing malfunction as the images were missing on the display device. To resolve this issue, fse formatted the hdd of ippc and reinstalled software and recreated the image disk. After that, the system was returned to philips in good working order. The codes were updated based on investigated outcome.

Event description:
It was reported to philips that the system failed to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.